Event description:
It was reported that this right ventricular (rv) lead exhibited a low shock impedance value. Upon lead extraction, the physician noticed that there was insulation damage on the lead. This lead was explanted and is expected to return. No additional adverse patient effects were reported.